Event description:
It was observed during the device evaluation that the duodenovideoscope exhibited corrosion around the forceps elevator lever (l-arm), and the air/water tube and air/water cylinder contained white foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the corrosion observed around the forceps elevator lever (l-arm) is most likely attributable to a component failure. For the white foreign material found in the air/water tube and air/water cylinder, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.